Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor gel breast prostheses on (B)(6) 2018. The ruptured explanted device was discarded.

Manufacturer narrative:
On 05/29/2018, mentor received additional information about the event: patient is caucasian. It was originally reported that the suspect medical device is an unspecified mentor gel breast prosthesis. New information states that it is an unspecified mentor saline breast prosthesis. It was originally reported that the explantation date is (B)(6) 2018. New information states the explantation date is (B)(6) 2018. Patient¿s explanted devices were replaced with mentor memorygel breast implant 450cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).